Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. The target lesion was located in the non-calcified bifurcation between the anterior descending artery and first diagonal artery. Following pre- dilatation with a semi-compliant balloon, a 3.00x24mm synergy drug-eluting stent advanced for treatment. However, during the beginning of its release, the alteration of the stent structure was observed angiographically. The physician proceeded to remove the stent immediately. The procedure was completed with another 3.00x24mm synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. The target lesion was located in the non-calcified bifurcation between the anterior descending artery and first diagonal artery. Following pre- dilatation with a semi-compliant balloon, a 3.00 x 24mm synergy drug-eluting stent advanced for treatment. However, during the beginning of its release, the alteration of the stent structure was observed angiographically. The physician proceeded to remove the stent immediately. The procedure was completed with another 3.00 x 24mm synergy drug-eluting stent. No patient complications were reported and the patient's status was stable. It was further reported that the lesion was 70% stenosed and not tortuous. The loss of integrity of the stent struts was angiographically observed as a fluff.

Manufacturer narrative:
Initial reporter address (B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the fourth, fifth and sixth proximal strut rows which are lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.